Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6) center. (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic incisional hernia repair. Assistant: fran grier, rn, cfa. Anesthesia: general. Estimated blood loss: minimal. Replacement: crystalloid. Complications: none. Drains: none. Indications: this is a 50-year-old male with incisional hernia for elective repair. Description of procedure: ¿after informed consent, the patient was taken to the operating room. After administration of general anesthesia, he was prepped and draped in sterile fashion. Ancef 1 gram was administered IV prior to induction of anesthesia. The abdomen was entered via left subcostal 10 mm port, which was done using an optiview port. There were adhesions to the anterior abdominal wall. These were taken down bluntly after first placing an additional 5 mm port in the upper midline under direct visualization. Additional 5 mm ports were placed in the left lateral abdominal wall to facilitate further adhesiolysis. With completed adhesiolysis of the adhesions from the anterior abdominal wall, I then able to visualize hernial defect. This spanned approximately 10 to 12 cm in length. The width of the defect was on the order of 8 to 9 cm. The defect was actually more of a swiss cheese-type defect with multiple small defects throughout this described area. A 15 x 19 cm piece of mesh was used to cover the entire defect and this was secured in place with 2-0 gore-tex suture. After suspending the mesh in 4 corners, the mesh was approximated to the anterior abdominal wall with interrupted helical tacks. Additional gore-tex sutures were then placed through and through the fascia and mesh to secure the mesh. Sutures were placed approximately every 3 to 4 cm circumferentially around the edges of the mesh. The mesh was lying smoothly adjacent to the abdominal wall. After assurance of hemostasis, all trocars were withdrawn. The wound was irrigated and the skin closed with 4-0 vicryl subcuticular sutures. The patient tolerated the procedure well and was awakened from anesthesia and transferred to the recovery room in stable condition.¿ (B)(6) 2005:(B)(6) medical. Implant sticker. Dualmesh plus antimicrobial. Lot: 03355611. Item: 1dlmcp04. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/03355611) was implanted during the procedure. (B)(6) 2005: (B)(6) center. (B)(6). Operative report. Preoperative diagnosis: infected mesh. Postoperative diagnosis: infected mesh. Procedure: removal of infected mesh, repair of enterotomy. Anesthesia: general. Estimated blood loss: minimal. Replacement: crystalloid. Complications: none. Drains: none. Indications: a 51-year-old male with infected mesh. See history and physical. Description of procedure: ¿after informed consent, the patient was taken to the operating room. After administration of general anesthesia, he was prepped and draped in sterile fashion. Ancef 1 gram was given intravenously prior to induction of anesthesia. The scar from his prior midline surgery was excised. The fascia was then incised and the mesh was identified. There was fluid beneath the mesh. As I mobilized the mesh this fluid was encountered and cultured the fluid. The entire mesh was excised. There were dense adhesions of small bowel to the fascia on both the right and left of the midline incision. In the course of dissecting the small bowel from the fascia to allow adequate exposure of the fascia for closure, a small enterotomy was made. This enterotomy measured approximately a centimeter. This was closed with 3-0 vicryl running suture. A 3-0 silk 0 muscular suture was used for a second layer of closure. Hemostasis was assured. There was no evidence of other bowel injury. No other infected appearing fluid was encountered. The fascia was then closed with interrupted #1 pds sutures. The wound was left opened. The wound was packed with saline moistened gauze. The patient tolerated the procedure well, was awakened from anesthesia, and transferred to the recovery room in stable condition.¿ (B)(6) 2005: [missing records: a culture report detailing analysis of the specimens removed during the (B)(6) 2005 procedure was not provided.] (B)(6) 2005: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2005 procedure was not provided.] Records span (B)(6) 2005 to (B)(6) 2005 a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2004: (B)(6), md. History and physical. Presented to the emergency room after being struck by a piece of a sheep metal at work. Complaining of abdominal pain. Was taken urgently to the CT scanner which revealed evidence of free fluid within the abdomen and findings suspicious for a duodenal injury. Exam: abdomen: diffusely tender with guarding diffusely. Has an abrasion across the midportion of his abdomen. Impression: acute abdomen secondary to blunt trauma. Plan: recommend urgent laparotomy. (B)(6) 2004: (B)(6), md. Operative report. Preoperative diagnosis: blunt trauma. Postoperative diagnosis: blunt trauma. Procedure: exploratory laparotomy, segmental small bowel resection x 3 with primary anastomosis and ileocolic anastomosis. On (B)(6) 2004: (B)(6), md. Operative report. Preoperative diagnosis: pelvic abscess. Postoperative diagnosis: pelvic abscess with adequate drainage. Procedure: transrectal drainage of pelvic abscess. On (B)(6) 2004: (B)(6), md. Discharge summary. Principle diagnosis: pelvic abscess. CT scan showed abscess in the pelvis. Dr. (B)(6) took the patient to the operating room and did a transrectal drainage. He found about 100 ml of puss anterior to the rectum. Postprocedure the patient did well. The day following surgery his white count was 11.4. Continued to improve though he did have some intermittent crampy lower abdominal pain. CT scan was done, which was somewhat difficult to interpret, but there appeared to be some extraluminal air. Clinically seemed to be doing well. There was no enterocutaneous fistula. Changed to levaquin for oral antibiotic coverage. Subsequently found to have a normal white blood cell count. Discharged home. On (B)(6) 2004: (B)(6), md. History and physical. Presented back to the office on day of admission and seemed to be doing well and was having no fevers. White count was 12.5, which was higher than it was at the time of discharge, but clinically seemed to be doing well at the time. Called me later in the evening saying that he had a fever to 100.5. I recommended that he come to the hospital for admission, intravenous antibiotics, and repeat CT scan. Exam: abdomen: soft, nontender. Midline wound is well healed with no evidence of cellulitis or enterocutaneous fistula. Impression: history of trauma with postoperative pelvic abscess. Plan: admit. On (B)(6) 2004: (B)(6), md. Radiology-CT abdomen / pelvis with contrast. Indication: abdominal abscess. Impression: 1) interval decrease in size of prerectal and right lower quadrant abscesses. 2) interval development of abnormal gas collection within the lower abdomen which extends into the left rectus abdominal muscle as described above. On (B)(6) 2004: (B)(6), md. Radiology-CT abdomen/pelvis with contrast. Indication: follow-up abscess. Impression: there has been evolution of the inflammatory process in the abdomen since the prior exam. The prerectal abscess previously observed has resolved. The abscess in the right lower quadrant is now completely filled with fluid but remains essentially unchanged in size. A small subcutaneous collection of fluid near the umbilicus has developed. The small amount of gas observed near the rectus abdominis muscle on the prior exam has decreased in size. There is more extensive thickening of the wall of the right colon since the prior exam. No evidence of intestinal obstruction is visualized. Gas and stool are seen throughout the colon including the rectum. On (B)(6) 2004: (B)(6), md. Discharge summary. Admitted to the hospital with fever. Was found to have temperature of 102.7. CT scan revealed fluid collection smaller than previous studies. There was a question of some extra luminal air though this appeared smaller than on prior studies. Was found to be mildly anemic. Remained on IV antibiotics, had normalization of white blood cell count and ultimately grew out candida in his stool. Started on diflucan. Repeat CT scan done on (B)(6) 2004, revealed no change in the small abscess cavity. Was doing well clinically and tolerating regular diet. Was discharged home afebrile with a normal white blood cell count. On (B)(6) 2004: (B)(6), md. History and physical. Initially treated in late april of this year with an industrial accident in which he sustained a severe small bowel injury. Postoperatively he developed an abscess which was drained transversely by dr. (B)(6). Subsequent to that he had low-grade fevers and we followed resolving intra-abdominal abscess while he was on antibiotics. He was discharged to home and seemed to be doing fairly well over the past week, however he presented back in the office today with complaints of mild nausea, abdominal distension, and somewhat diminished volume of flatus. He is concerned he could have a small bowel obstruction. Has also had a small amount of drainage from the lower portion of the midline wound but this seems to be resolving. Exam: abdomen: soft, nontender. Well-healed midline wound with a small pinpoint area at the very bottom of the midline wound where he had some drainage, however there is no drainage expressible today. There is no cellulitis. Bowel sounds are somewhat diminished. Impression: nausea, question of abdominal distension. Plan: recommend admission to the hospital. On (B)(6) 2004: (B)(6), md. Radiology-CT abdomen / pelvis with contrast. Indication: abdominal pain, bowel obstruction. Impression: 1) slowly resolving abscess in the right lower pelvis and resolution of the previously described loculated air in the anterior lower pelvis. 2) several loops of the mildly dilated small bowel and diffuse mucosal thickening seen in the bowel in the left lower quadrant which could represent some type of inflammatory process or possible ischemia to the small bowel with possible developing partial bowel obstruction. 3) slight increase in the amount of free fluid scattered in the small bowel mesentery and around the right colon with increasing mild stranding and edema in the mesentery. On (B)(6) 2004: (B)(6), md. Operative report. Preoperative diagnosis: small bowel obstruction, rule out intestinal ischemia. Postoperative diagnosis: small bowel obstruction, rule out intestinal ischemia. Procedures: exploratory laparotomy, lysis of adhesions, small bowel resection with primary ileocolic anastomosis, subclavian central venous line. On (B)(6) 2004: (B)(6), md. Discharge summary. Principal diagnosis: ischemic bowel. Admitted to the hospital. CT scan revealed findings consistent with inflammatory changes of the mesentery in the distal small bowel. Taken to the operating room for exploration. On exploration he is found to have ischemic changes in the bowel. Underwent primary resection with ileocolic anastomosis. Postprocedure he was febrile with heart rate of 120-130 immediately postoperative. Was given additional intravenous fluids. Was maintained on intravenous antibiotics. Slowly began to improve. By the 3rd postoperative day his fever was down to 101, and though he was still tachycardic, his heart rate had decreased. Again, he spiked a fever to 103 on (B)(6) 2004. Had a central venous line, which had been placed at the time of the surgery, and this was removed. He subsequently defervesced nicely. Had some cellulitis on the abdominal wall; this began to improve. This was predominantly in the right side and lateral on the abdominal wall. Was maintained on intravenous antibiotics through this time. By on (B)(6), he was started on a bland diet, which he seemed to tolerate well. His midline wound was closed by my partner, dr. (B)(6), on (B)(6). He was discharged to home on (B)(6) 2004; tolerating a diet. Was afebrile and had a normal white count. On (B)(6) 2004: (B)(6), md. History and physical. Originally hurt in an industrial accident on (B)(6). Sustained some blunt trauma with small bowel injury. Operated on by dr. (B)(6) with small bowel resection. Developed a pelvic abscess, which I drained. Subsequently the patient came back about 2 weeks ago with small bowel obstruction with incarceration and strangulation. Underwent a bowel resection and colon resection with primary anastomosis. Resolved pretty well and was discharged home 3 days ago. Had 1 small bowel movement in the hospital and has had 1 small bowel movement at home. Has not had any nausea, vomiting or abdominal pain. Exam: abdomen: slightly protuberant. Surgical wound looks good with pretty much primary healing at this time, although there is some drainage in the lower aspect of the wound. Bowel sounds are normal. Abdomen is nontender. Impression: this certainly has a component of constipation here. I am concerned about his low grade fever and tachycardia, as well. The patient may have an interloop abscess or some other condition. Plan: put him in the hospital, start antibiotics. On (B)(6) 2004: (B)(6), md. Discharge summary. Findings were suggestive of a possible obstipation rather than a small bowel obstruction. Was started on clear liquids. He, subsequently, advanced to a regular diet. Had an episode of emesis following this, and a small bowel follow through was performed, which was negative. There is no evidence of dilated bowel or obstruction. Felt as though he was slowly improving, and was again tolerating liquids. By on (B)(6) 2004, was feeling well and tolerating a diet. Was discharged to home. On (B)(6) 2005: (B)(6) center. Preoperative assessments. Asa 1. Implant date: on (B)(6) 2005 (hospitalization on (B)(6) 2005). Relevant medical information: on (B)(6) 2005: (B)(6), md. Discharge summary. Principle diagnosis: incisional hernia. Principle procedure: laparoscopic incisional hernia repair. Has done well postprocedure. On the day of discharge, he is afebrile. Tolerating a soft diet. Is passing some flatus. The wound is healing well. Will be discharged today to followup in my office in 1 week. Discharge instructions were given to the patient. On (B)(6) 2005: (B)(6), md. History and physical. Had an industrial accident resulting in severe trauma to abdomen. Subsequently developed an incisional hernia and 2 weeks ago, we did a laparoscopic incisional hernia repair. I saw him back in the office and he was doing well. Was afebrile and the wounds were healing well. Presented back to the emergency room tonight with complaints of abdominal pain and fever. CT was done, which showed no clear evidence of abscess. I did not see any inflammatory changes. He reports a dull aching pain over the past 3 or 4 days with some nausea today. Had no fever at home, but had a fever to 102.4 in the emergency room tonight. Reports no dysuria or frequency. Did have a cough last week though, he has none now. Exam: abdomen: soft, mild abdominal distension. No peritoneal signs. He is mildly tender in the upper abdomen. There are no cellulitic changes to the abdominal wall. Laboratory studies: white blood cell count 17.6. Impression: status post laparoscopic ventral hernia repair who presents with abdominal pain, fever and nausea. Chest x-ray is suggestive of possible early pneumonia. Plan: admission to the hospital. On (B)(6) 2005: (B)(6), md. Radiology-CT abdomen / pelvis with contrast. Indication: the patient is status post anterior abdominal hernia repair and complains of abdominal pain and nausea. Findings: there are postoperative changes from anterior abdominal wall hernia repair with a mesh in place. There is an approximately 5.0 cm ap x 12.0 cm transverse x 12.5 cm cc fairly well-defined fluid collection which is both anterior and posterior to the mesh with a pocket extending partially down the anterior left side of the abdominal wall. This structure contains no air and there is only minimal adjacent inflammatory stranding noted. A few small mesenteric lymph nodes are noted which do not reach pathologic significance in size. Impression: 1) there are postoperative changes from anterior abdominal hernia repair within mesh in place. There is a 5 cm ap x 12 transverse x 12.5 cm cc fairly well-defined fluid collection which is both anterior and posterior to the mesh with a pocket extending partially down the anterior left side of the abdominal wall. There is only minimal adjacent inflammatory stranding. This likely represents a postoperative seroma although an abscess cannot be entirely excluded. Clinical correlation is suggested. 2) moderate atelectatic changes are noted involving both lower lobes. Infiltrates cannot be entirely excluded. On (B)(6) 2005: (B)(6), md. Discharge summary. Admitting diagnosis: pneumonia. Was admitted to the hospital. Was started in zosyn for presumed pneumonia with left lower lobe infiltrate as well as a right medial lobe infiltrate. On antibiotics he improved rather rapidly. On (B)(6) 2005 was afebrile for over 24 hours. White count is now normal at 9.5. He will be discharged today to followup in my office in 1 week. On (B)(6) 2005: (B)(6), md. Operative report. Preoperative diagnosis: abdominal wall cellulitis. Postoperative diagnosis: abdominal wall cellulitis. Procedure: irrigation and debridement of abdominal wall fluid collection. Anesthesia: general. Estimated blood loss: minimal. Replacements: crystalloid. Complications: none. Drains: none. Indication for procedure: this is a 51-year-old male with abdominal wall cellulitis following laparoscopic incisional hernia repair. Description: ¿after informed consent from the patient and his wife, he was taken to the operating room. After administration of general anesthesia, he was prepped and draped in sterile fashion. A skin incision was made in the midline at the area of most inflammation. Upon making the incision, a large amount of yellow fluid came from the wound. I cultured this for anaerobic and aerobic culture sensitivity and gram stain. I evacuated this fluid, which I estimated to be in the neighborhood of 100 ml. This was quite thin in consistency. The fluid collection extended underneath the mesh. The mesh was adherent to the abdominal wall musculature and it seemed to be in place. I then extended the incisions slightly cephalad such that it measured approximately 8 cm. I did not find any fluid on top of the mesh. The mesh was adherent to the abdominal wall in the superficial side. The stat gram stain came back as many white blood cells, but no organisms. I elected at this point to pulsavac the wound with 3000 ml of gu irrigation. Hemostasis was assured and saline moistened gauze used to pack the wound. I had explained to the family preoperatively that there was no gross evidence of infection and that we would not remove the mesh, but try to treat this conservatively. Given the fact that there are no organisms seen, I think we will be reasonable to try to establish the mesh with dressing changes and antibiotics. Should he deteriorate or have worsening cellulitis, we will certainly need to go back and remove the mesh, but again, I think at this point, it is reasonable to see if we can establish this ptfe graft.¿ on (B)(6) 2005: (B)(6) center. Lab. Wound culture: organism 1: methicillin resistant staphylococcus aureus. Quantitation: scant growth. On (B)(6) 2005: (B)(6), md. Discharge summary. Admission diagnosis: incisional hernia with cellulitis. Admitted with cellulitis following a laparoscopic incisional hernia repair. Was treated initially with antibiotics. White cell count fell from 16.4 to 13.4 and a 12.7 over the 1st 3 days of admission. Cellulitis coalesced into predominantly into the lower aspect of the wound. Had been started on zosyn at the time of admission. Infectious disease consultation was obtained. Vancomycin was added to the armamentarium. Subsequently developed evidence of an abscess and he underwent incision and drainage in the operating room. Though I thought the mesh may be involved, there is no evidence of involvement of the mesh. Gram stain done in the operating room revealed many white blood cells but no organisms were initially seen. Cultures subsequently came back with methicillin resistant staphylococcus aureus. Because of the vancomycin related renal insufficiency we started zyvox but unfortunately he had drug fever to the zyvox. Subsequently, all antibiotics were discontinued and he has remained afebrile. White count is normal. I did open a very small 2 cm area of the wound on the superior aspect 2 days ago and this is now very clean with no purulent fluid. Wounds are healing well. There is no cellulitis. He is afebrile. Has a normal white count. Home health care has been arranged. On (B)(6) 2005: (B)(6), md. History and physical. Status post incisional hernia repair who developed an infection which was methicillin resistant staphylococcus aureus postprocedure. Has not tolerated the septra, vancomycin or zyvox. The vancomycin we saw initially caused a rash. The zyvox seemed to have caused a high fever. Ultimately, dr. (B)(6) recommended that we discontinue antibiotics. Did well but had some persistent drainage over the past several weeks from 2 small wounds in the midline. There has been no exposed mesh during this course of events. Called with complaints of pain and drainage. We obtained a CT scan, which revealed a small amount of fluid. Is admitted for observation. History of small bowel injury followed an industrial accident about 1-1/2 years ago which was the precipitating event for the current course of events; anxiety. Does not drink or smoke. Is married. Exam: abdomen: soft and nontender. Has 2 small openings in the midline wound each measuring approximately 2-mm. There is a small amount of purulent fluid from the superior most opening. There is no cellulitis or a mass noted. Impression: wound infection. Plan: recommend admission to the hospital. Not start him on antibiotics as he has been intolerant to the antibiotics for methicillin resistant staphylococcus aureus in the past. Will reculture the wound. May require further operative debridement, though I am hopeful that he will resolve this without further surgical therapy. On (B)(6) 2005: (B)(6) center. Lab. Microbiology. Source: abdominal swab. Gram stain: rare wbcs; no organisms seen. Wound culture: organism 1: methicillin resistant staphylococcus aureus, light growth. On (B)(6) 2005: (B)(6), md. Discharge summary. Admitting diagnosis: wound infection. History of incisional hernia repair complicated by postoperative wound infection. Was admitted for control of pain after CT scan which revealed small bowel fluid posterior to mesh. Had been intolerant of antibiotics in the past. Infectious disease expert had stopped all of his antibiotics. On the evening of admission, was having some discomfort. This was quickly controlled with narcotics and the following morning was doing very well and had a normal white count. Had some drainage from the wound which was being treated with wet to dry dressing changes. Was discharged to home. On (B)(6) 2005: (B)(6), md. Radiology-CT abdomen / pelvis with contrast. Indication: draining abdominal wound. Findings: there is evidence of mesh in the midline anterior abdominal wall. There is fluid collection underlying this mesh measuring 7.3 x 1.5 cm on image 33. This not significantly changed from comparison exam. There is no evidence of gas within this fluid collection. There are small mesenteric lymph nodes which are nonspecific and unchanged from comparison. Impression: fluid collection deep to abdominal wall mesh is not significantly changed in size from comparison exam. On (B)(6) 2005: (B)(6), md. Radiology-CT abdomen with contrast. Indication: abscess. Findings: there is mesh present in the midline of the anterior abdominal wall. Again noted is a low density/fluid collection adjacent to the posterior surface of the mesh; this is unchanged. No free fluid or intraperitoneal abscess is identified. Impression: fluid collection underlying the anterior abdominal wall mesh; this is unchanged from on (B)(6). On (B)(6) 2005: (B)(6), md. Discharge summary. Date of admission: on (B)(6) 2005. Admitted to the hospital. Infectious disease was consulted. Dr. (B)(6) recommended vancomycin and rifampin. The following admission he was afebrile. The plan was to repeat a CT scan in 4 days. Repeat CT scan revealed a stable fluid collection. Was afebrile and had a normal white count. He was having much less drainage by on (B)(6). Mr. (B)(6) estimated this was about a third of the amount of drainage he was having at admission. A peripherally inserted central catheter line was placed and intravenous antibiotic therapy as an outpatient was established. The plan was to follow him up in the office in a week. On (B)(6) 2005: (B)(6), md. History and physical. Was admitted recently for further evaluation and repeat CT scan which revealed a small amount of fluid. Ultimately, dr. (B)(6) recommended that we go ahead and try vancomycin again, and he seemed to tolerate this without any rash. Has been afebrile and had a normal white count during this time. Was discharged home with continuation of antibiotics and during that time developed a new bullous lesion along the inferior aspect of the midline wound. At this point, we elected to move on and remove the mesh as he seems to have failed conservative therapy. Exam: abdomen: soft, nontender. Has a bullous lesion measuring approximately 3 cm in length and about a centimeter in width on the inferior aspect of the midline incision. There is no significant surrounding cellulitis. Does have some drainage from the midline wound. Impression: infected mesh following laparoscopic incisional hernia repair which has failed conservative therapy. Plan: I recommend that we proceed on to remove the mesh. This will be done in an open fashion. The risks and complications include the possibility of intracutaneous fistula and recurrent hernia were discussed with the patient and his wife. They understand and agree to the proceed with surgery. They had initially proposed going to (B)(6); however, upon further consideration they elected to have the surgery done here in (B)(6) by me. Explant procedure: removal of infected mesh, repair of enterotomy. Explant date: on (B)(6) 2005 (hospitalization on (B)(6) 2005). Relevant medical information: on (B)(6) 2005: (B)(6) center. Lab. Microbiology. Final on (B)(6) 2005. Source: abdominal fluid. Gram stain anaerobic: gram stain: no organism seen. Anaerobic culture: no anaerobes isolated after 4 days. Source: incision. Gram stain: no organisms seen. Few wbcs. Wound culture: organism 1 methicillin resistant staphylococcus aureus. Quantitation: scant growth. Scant growth normal skin flora. On (B)(6) 2005: (B)(6). Pathology. Specimen: ca: (B)(4). Tissues: scar tissue. Final diagnosis: ¿abdominal incision scar (excision)¿ 1) skin with acute inflammation and microabscess formation. 2) histologic features consistent with cicatrix. Gross description: specimen labeled, ¿abdominal incisional scar.¿ the specimen consists of a single elongated piece of tan skin measuring 11.5 x 2.1 cm and 1.5 cm in thickness. On the surface of the specimen there is an apparent fluctuant area measuring 3 cm in greatest dimension. There us an additional small fragment of yellow-tan soft tissue measuring 2.5 cm in greatest dimension. Sectioning through the specimen reveals no areas of distinct grittiness or softening. Representative sections are submitted in a single cassette. Microscopic: microscopic sections of the skin reveal epidermis showing normal maturation towards the surface. There is no significant atypia or features of malignancy. Within the dermis, there is extensive acute inflammation with microabscess formation. There is surrounding fibrosis. There is no significant atypia or features of malignancy. On (B)(6) 2005: (B)(6), md. Discharge summary. Principle diagnosis: infected mesh. Admitted to the hospital and underwent removal of the infected mesh. Postprocedure he was maintained on antibiotics. Dr. (B)(6) from infectious disease saw the patient. Was treated with vancomycin for methicillin resistant staphylococcus aureus. By on (B)(6) he was doing well and was afebrile. White count was normal. The wound was healing well with no evidence of infection. Was given discharge instructions and home health care arrangements were made for home vancomycin. Patient was given vancomycin via PICC line. On (B)(6) 2008: (B)(6), md. History and physical. Chief complaint: abdominal pain and nausea. History of present illness: had a traumatic injury to his abdomen in the past and has undergone multiple surgeries. Has had some small bowel obstructions, and has had some small bowel removed. In addition, he had a hernia repair with mesh, which subsequently became infected, and the mesh had to be removed. Last surgery was two years ago and, at that time, it sounds like he had a small bowel obstruction and had to have lysis of adhesions. Patient notes that over the weekend began having some left-sided abdominal pain. Also had some nausea, but no vomiting. Last bowel movement was two days ago. Normally has several bowel movements a day, usually postprandial loose stools. Denies any fever or chills. History of depression; hypertension; skin cancer; methicillin-resistant staphylococcus infection. Surgical history of exploratory laparotomy for bowel obstruction; small bowel resection; hernia repair with mesh; removal of mesh. Does not use alcohol, tobacco or illicit drugs. Exam: abdomen: nondistended. Very mildly tender in the left mid abdomen, with no guarding or rebound. Scant bowel sounds. There are multiple scars on the abdomen, with a wide midline scar. Multiple hernia defects are noted. Reducible hernias. Radiology: the patient underwent a CT scan, which revealed possible partial bowel obstruction, with dilated loops of small bowel. Contrast could not pass into the colon, but there is air and stool in the colon. There is no free air. There is no evidence of ischemic bowel. Impression / plan: probable early bowel obstruction versus partial small bowel obstruction. The patient is going to be admitted with nasogastric tube, decompression and intravenous hydration. On (B)(6) 2008: (B)(6), md. Radiology-abdomen survey. Indication: abdominal pain with possible small bowel obstruction. Impression: possible small bowel obstruction. On (B)(6) 2008: (B)(6), md. Radiology-CT abdomen / pelvis with contrast. Indication: abdominal pain. Impression: multiple dilated loops of small bowel suggesting partial small bowel obstruction. This does not appear to be a complete small bowel obstruction as this time, as there is significant air throughout the colon. There is a significantly dilated loop of small bowel within the right abdomen anterior to the lower pole of the right kidney. This may represent two dilated loops of small bowel abutting one another anterior to the right colon. There is adjacent suture material and on the coronal reformatted images, there are loops of small bowel which are dilated superimposed on one another with tortuosity. A region of stricture in this region is suggested with suture material along the left of the dilated loop of bowel. Consider delayed images to see if the contrast passes beyond this point which appears to be at least a partial small bowel obstruction. There is air throughout the left colon mitigating against complete obstruction at this time. Suture material about the right colon. On (B)(6) 2008: (B)(6), md. Radiology-acute abdomen series. Indication: small bowel obstruction. Impression: normalization of the small and large bowel appearance with contrast present throughout the proximal colon. No evidence of obstruction on today¿s exam. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03355611 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh. Additional event specific information was not provided.